Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch in which it was reported that there is an unknown cause of leakage during patient's IV infusion. There was patient involvement reported. There was no patient harm.